Event description:
A malfunction on the pump was reported by the caller, with no significant events occurring prior to the occurrence. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl; hence, there was no adverse impact. To address the situation, the customer was sent a replacement pump by cts, who also completed a pump reset to ensure that the current pump could be used until the replacement arrived. The customer was advised to complete training through their tandem account before using the new pump and was given instructions on how to return the problematic pump.